Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case description: rob294: mps reported arm locking up and "jerkiness" during 'bone prep'. Troubleshooting notes: issue has been happening all week with 3 different mics handpieces. Mps has reset the cutter multiple times and done multiple hard shutdowns / mics handpiece. Case type: not reported.

Event description:
Case description: (B)(6) - mps reported arm locking up and "jerkiness" during 'bone prep' troubleshooting notes: issue has been happening all week with 3 different mics handpieces. Mps has reset the cutter multiple times and done multiple hard shutdowns / mics handpiece. Case type : not reported.

Manufacturer narrative:
Reported event: case description: (B)(6) - mps reported arm locking up and "jerkiness" during 'bone prep' troubleshooting notes: issue has been happening all week with 3 different mics handpieces. Mps has reset the cutter multiple times and done multiple hard shutdowns / mics handpiece. Case type : not reported product evaluation and results: as per wo. Not able to reproduce reported issue. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 7/9/2014 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999 , l/n (B)(6) shows 1 additional complaints related to the failure in this investigation. Conclusion: the failure is not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.